Manufacturer narrative:
Product analysis: the device remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and seven months following the implant of this transcatheter pulmonary bioprosthetic valve in the pulmonary position, a second transcatheter pulmonary bioprosthetic valve was implanted in the same position for an unknown reason. No additional adverse patient effects were reported.